Event description:
It was reported that "there have been two cases of thrombosis in two different female patients in the left radial artery following catheter insertion." There was no medical intervention required. The patient's current condition is reported as "doing well with no complications". Associated MDR numbers include: 3006425876-2025-01166 and 3006425876-2025-01167.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a valid lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "there have been two cases of thrombosis in two different female patients in the left radial artery following catheter insertion." There was no medical intervention required. The patient's current condition is reported as "doing well with no complications". Associated MDR numbers include: 3006425876-2025-01166.